Event description:
It was reported to philips that the allura system was not booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced host pc which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not boot up. During troubleshooting, the fse identified that the host pc was defective. The fse replaced the host-pc. After replacement of the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.